Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the lvad and the patient's outcome could not conclusively be established. No device or therapy related issues were reported. No device related issues were reported. Multiple attempts for additional information were issued to the customer, including requests for product return, but no further details were provided. The heartmate ii IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 years 11 months (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired due cardiogenic shock.